Event description:
Healthcare professional reported ¿pathology noted chronic inflammatory tissue¿.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture was requested on december 21, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Regulatory agency reported left side capsular contracture, baker grade IV, diagnosed via ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Regulatory agency reported left side capsular contracture, baker grade IV, diagnosed via ultrasound. Healthcare professional reported ¿pathology noted chronic inflammatory tissue¿ . The device has been explanted and replaced with a non-allergan device.

Event description:
Regulatory agency reported left side capsular contracture, baker grade IV, diagnosed via ultrasound. Pathologic report showed chronic inflammatory tissue. The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Corrected data: d.6a, d.6b